Event description:
It was reported that a crack was found near the charging port of the device, and the battery was not holding a charge, sometimes shutting off unexpectedly, which caused the pump to shut down. There was no reported impact to the customer¿s blood glucose level. The customer chose not to pursue further troubleshooting and was in the process of renewing their device.